Manufacturer narrative:
G2. Foreign: germany medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's device was not working as usual which resulted in more pain from jan 7th until jan 9th. Since jan 10th everything is working "normally" again and he has less pain. The patient seemed very compliant and did not report any special events happening around the time. In the diaries it shows that the ins was switched off on jan 7th for 40% of the time. However, the patient says that he did not do that. Strangely, the diaries are only visible since that day. It was talked about with technical services and they suggested that this is an indicator that a "power on reset" happened. Since everything seems fine again there were no interventions taken. The patient will let them know if something similar happens again. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report. Additional information was received. It was reported that a power on reset (por) was not actually identified/confirmed with the patient or in the session report. "The colleague from tech services merely deduced that it happened due to the turned off stimulator and the reset of the diary." It was clarified that the "not working as usual" was a loss of stimulation sensation leading to increased pain and also he was not able to regulate the stimulation properly and as he is used to. The cause of the ins being switched off on jan 7th for 40% of the time was not determined, but the patient reported that he definitely did not do it himself. The provided information has been confirmed with the physician/account.